Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that the device produced downstream occlusion alarms when the user add an anti-siphon valve (asv) to their infusions set up. The customer stated that this ¿was completely expected (given the increase in downstream resistance), but the alarms were inconsistently triggered (i.e., sometimes no alarms and other times many many alarms).¿ the following are some trends their clinicians have noticed that make the alarms more prevalent (note: pumps are in pump mode, but rates are >30ml/h): not prime asv (vs prime), insulin, removing the extension tubing from asv. When the hospital¿s clinical engineering team test these factors in their shop in controlled conditions, they reportedly cannot make sense of why the above is occurring (they can replicate that priming and keeping the extension tubing decreases alarms but not insulin). Per customer, ¿it seems like the pump perhaps has a more complicated algorithm for triggering occlusion alarms and/or measuring pressure and the asvs have a wide range of performance and seem to ¿loosen¿ with time (i.e., less alarms after prime and use).¿ there was patient involvement but no information on patient impact.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information. Correction : describe event or problem. Additional information : imdrf annex e and f codes.

Event description:
It was reported that the device produced downstream occlusion alarms when the user add an anti-siphon valve (asv) to their infusions set up. The customer stated that this ¿was completely expected (given the increase in downstream resistance), but the alarms were inconsistently triggered (i.e., sometimes no alarms and other times many many alarms).¿ the following are some trends their clinicians have noticed that make the alarms more prevalent (note: pumps are in pump mode, but rates are >30ml/h): not prime asv (vs prime), insulin, removing the extension tubing from asv. When the hospital¿s clinical engineering team test these factors in their shop in controlled conditions, they reportedly cannot make sense of why the above is occurring (they can replicate that priming and keeping the extension tubing decreases alarms but not insulin). Per customer, ¿it seems like the pump perhaps has a more complicated algorithm for triggering occlusion alarms and/or measuring pressure and the asvs have a wide range of performance and seem to ¿loosen¿ with time (i.e., less alarms after prime and use).¿ there was patient involvement but no harm.